Manufacturer narrative:
The device was received for evaluation on (B)(6) 2022, and the evaluation was completed on (B)(6) 2022. Manufacturing and inspection records were reviewed, and no anomalies were found. The returned products were visually inspected under magnification. 3.5 x 34mm nl low profile hexalobe screw (pn 3025-35034) the 3.5 x 34mm nl low profile hexalobe screw had batch number confirmed as 366538. The head of the screw showed significant scratches denting and deformation. The hexalobe recess is filled with an unknown yellow substance and is significantly scratched and dented as well. Many of the threads across the length of the screw are shiny, dented and deformed indicating stripping. One thread has separated from the body and is lifted away from its original location. The shaft of the screw, close to the head, is significantly dented, dull and deformed. It is not possible to determine if these signs of damage occurred during implant, use or explant. Possible reasons for the damage seen in the screw include damage incurred during the explant procedure or improper following of the surgical technique. Therefore, no definitive conclusion can be made. Quality will continue to monitor for trends.

Event description:
A polarus 3 proximal nail was implanted on (B)(6) 2020. On (B)(6) 2021, it was explanted due to nail loosening and infection. The technique used by the surgeon is thought to be the root cause of the issue. This was reported in medwatch 3500a report number: 3025141-2021-00119. Email communication was received from the field on (B)(6) 2022 indicating screw with part number 3025-35034 was also involved. The complaint record was updated with this information. The device was received for evaluation on (B)(6) 2022, and the evaluation was completed on (B)(6) 2022.